Manufacturer narrative:
Multiple MDR reports were filed for this event. Associated report: 0001038806-2022-01809. Zimmerbiomet complaint number: (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Lot number unknown / not provided. Expiration date and UDI number unknown / not provided. Concomitant device: dental implant: biomet/3i, item number, lot number, UDI unknown / not provided. Device manufacturer date is unknown / not provided. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the screw on tooth site #6 became fractured. The implant remains implanted.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. One certain gold-tite hexed screw, iunihg was returned for investigation. Visual inspection via naked eye and camera magnification identified fracture at the threads. Based on the evaluation, the device malfunction did occur for the screw fracture. Based on the evaluation, the device malfunction could not be verified for the screw loosening. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or corrective actions for the reported events or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the products were within specifications and conforming when they left zimvie. DHR review was could not be performed for the iunihgs since the lot numbers were not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number (iunihg) was performed for similar events and there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. The reported event is related to the functional performance of the device and cannot be recreated due to the nature of the alleged event. A definitive root cause could not be identified. Based on the investigation, risk file review and IFU, the probable cause is due to inadequate treatment planning, excessive torque and placement of devices in a patient with patient factors incompatible with long-term osseo-integration of implant. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information was received at the time of this report.